Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced a dislocation following a total femoral replacement and underwent revision approximately six weeks post-implantation; the total femur proximal body was changed to increase leg length and offset, and the constrained liner was exchanged. Attempts have been made and no further information has been provided.